Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The suture was returned broken. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the abdomen during abdominoplasty, the surgeon was using a loop suturing technique when the thread broke. They opened a new package to complete the case. There was no patient injury.